Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerned a (B)(6) female pt. The pt's medical history included a "long history of fillers without any complications in the past." The reporter mentioned that the pt was "otherwise healthy female". Concomitant medications were not reported. On (B)(6) 2013, the pt was injected with restylane (cross-linked hyaluronic acid dermal filler) 1 ml in her tear trough. The batch number used was not reported. Results were great immediately post treatment. On (B)(6) 2013, a routine follow up call revealed good post procedure results. On an unspecified date, two weeks post procedure, the pt experienced infection under her eye. On (B)(6) 2014, the pt was taking doxycycline be derm treatment for the infection. A week later, her symptoms were improving. In (B)(6) 2014, a week prior to this report, the pt confirmed her symptoms "kept waxing/waning". She has been consulted by physician who started her on two different antibiotics (ciprofloxacin/bactrim) at different time. She was also drained by plastic surgeon in the area. She was also injected with hyaluronidase as well. Her symptoms never resolved completely and involved both eyes. The reporter did not provided a causality assessment. For refence purposes only, this case has also been assigned the following tracking numbers (B)(4) ((B)(4)). No further information was provided.